Event description:
In 2008, the patient reported he is getting chronic occlusion messages on his insulin infusion device. Due to this, he said he has had elevated blood glucose readings with the most recent being 390 mg/dl this afternoon. His target range is 100-120 mg/dl. Symptoms were thirst and frequent urination and he will treat his reading by changing his infusion headset and bolusing insulin by injection. He stated he is changing his infusion headset every 2 days and his tubing at least every 6-7 days. He said he is very athletic and muscular and has a low body fat. To troubleshoot, the patient was instructed to disconnect from his infusion headset and bolus 6 units of insulin into the air which went through without error. After discussion, it was suggested the patient try a different type of infusion set since the patient said he has seen blood in his tubing and has had an absorption concern with going into the muscle instead of fatty tissue when using insulin syringes. The patient was sent courtesy infusion sets. On follow up with the patient five days later, the patient stated he has not received another occlusion message. He said he switched his infusion site to his upper buttocks where he has more fatty tissue which has resolved the issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.